Event description:
It was reported, prior to clinical use, the device battery voltage was 2.81v. Of note, battery voltage at initial device interrogation was unknown. Consequently, this device ws not attempted for implantation. A new device was selected and implanted without incident.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) the implantable cardioverter defibrillator was returned and analyzed. Visual examination of the connector block found no anomalies with the grommets or setscrews. Primary analysis finding: no anomalies were identified. Analyst noted indicated no longevity test was performed, as the device was never implanted.